Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a left thr performed on (B)(6) 2008, the patient experienced a femoral periprosthetic fracture on the cpcs cocr prim so 12/14 sz 3 implant area. The adverse event was treated via revision surgery on (B)(6) 2011 and the cpcs cocr prim so 12/14 sz 3, the cocr 12/14 fem head 28 +0 and the cpcs dist cent sz 14mm were explanted. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent either a revision or re-revision surgery where a polarcup shell was part of the hip construct. As such, no further information will be available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this reported event was derived from the national joint registry UK summary report for polarcup as part of a retrospective data collection. As such, no further information will be available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was reported could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that patient should be warned of surgical risks, and made aware of possible adverse effects has been identified in the warnings and precautions/preoperative section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).